Manufacturer narrative:
(B)(4). Te sent: 11/02/2016. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information: the device started then stopped before the full cut was executed. Physician noted that tissue was not abnormally thick nor was there any particular obstacle in or on the tissue that would have caused device to stop. The sales rep confirmed that the device partially fired approximately 2 cm and when the surgeon released the firing trigger, the knife automatically returned to the home position without pressing the knife reverse button. The cartridge being used was gst60g with no buttressing.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, the physician placed device loaded with a green staple load on stomach near the pylorus for first firing. The physician closed device jaw, pulled back red safety trigger then fired the device. The device activated and started to staple and cut, then abruptly stopped after about 2cm. She was still holding the trigger when she turned to me for support. She then released the firing trigger and the knife returned to the home position. The sales rep commented that the device started then stopped before the full cut was executed. The physician noted that the tissue was not abnormally thick nor was there any particular obstacle in or on the tissue that would have caused device to stop. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Batch # n56l5c. The analysis found that one plee60a device was returned with no apparent damage and with a gst60g cartridge not loaded on the device. The cartridge reload was received partially fired 1/3 consistent with an incomplete or interrupted cycle. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Evaluation summary: the analysis found that one plee60a device was returned with no apparent damage and with a gst60g cartridge not loaded on the device. The cartridge reload was received partially fired 1/3 consistent with an incomplete or interrupted cycle. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. However, the knife did not automatically return to the home position after advancing the blade several centimeters.